Manufacturer narrative:
It was reported that, gloves ripping apart every time when try to gown the doctor. Has happened several times in the last two weeks.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, gloves ripping apart every time when try to gown the doctor. Has happened several times in the last two weeks.